Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer¿s basal programming was unknown. Customer experienced high blood glucose upto 300 mg/dl. Customer did not have basal programmed into the insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with regular shots. The device will not be returned.